Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s high blood glucose was 400 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also specified other relevant blood glucose value was 200 mg/dl, 163 mg/dl. The sensor will be returned for analysis. The insulin pump will not return for analysis.